Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Replaced the nibp pcb to resolve the issue. Tested and complete all steps in the maintenance check sheet per service manual. The repaired device was returned to the customer.

Manufacturer narrative:
The customer reported that the bsm's (bedside monitor) nibp component pumps up and gives an "inflation pressure low" error. The customer said the cuff was very inflated, cuttting off circulation on his arm when he tested it out. The bsm does the same thing on a simulator. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm's (bedside monitor) nibp component pumps up and gives an "inflation pressure low" error. The customer said the cuff was very inflated, cuttting off circulation on his arm when he tested it out. The bsm does the same thing on a simulator. No patient harm was reported.